Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident is consistent with patient related factors and/or issues.

Event description:
It was reported during an scs trial on (B)(6) 2024, patient started having breathing issues. As a result, the leads were removed, and the procedure was aborted. Patient recovered post-op.